Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the slda could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the mitraclip procedure was to treat functional regurgitation (mr) with a grade of 3. There was no challenging anatomy noted. Leaflet assessment was performed and was satisfactory. After placing the first clip on the leaflet, a single leaflet device attachment occurred with detachment of the posterior leaflet. Leaflet insertion was considered to have been exact. There was no damage to the leaflet or the chordae. A second clip was placed at the medial side and a third clip at the lateral side of the first clip. The mr grade was reduced to 1-2; however, due to a higher gradient (5.5) a fourth clip could not be placed. There was no adverse patient sequela. No additional information was provided.